Manufacturer narrative:
Correction to the initial MDR in b5 and h6. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6) , batch: 17539403. Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6) . Batch: 17396052.

Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that this spinal cord stimulation (scs) system was explanted due to an elective procedure (in order to facilitate spine surgery). The location of the devices is unknown. No additional adverse patient effects were reported, patient is doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 17539403. Product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 17396052.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.